Manufacturer narrative:
See MDR 1920664-2010-00034 for the intraocular lens used with this delivery device.

Event description:
The posterior capsule tore as the iol was inserted into the patient's eye.